Manufacturer narrative:
The device was received with the cannula assembly fully deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 56 pulses. Although no issues were noted that would result in a needle mechanism failure, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: ust400, 17845-5a-aw rev b 09/17. Changing your pod: chapter 3 / pages 33; warning: check the infusion site after insertion to ensure that the cannula was properly inserted. If the cannula is not properly inserted, hyperglycemia may result.

Event description:
The husband reports before his wife placed the pod at the injection site the needle deployed early. Her blood glucose level was 134 mg/dl. The pod was not worn.